Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer board and central controller board issue. A field service engineer replaced the drawer board and central controller board of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer failure. The customer reported that the drawers were failing to open, and the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.